Event description:
It was reported that this right atrial (ra) lead was surgically capped and abandoned due to reports of insulation damage, where the patient had experienced syncope. The patient was downgraded from a dual chamber to a single chamber ICD due to patient condition of chronic atrial fibrillation, so they had planned on capping the lead and not replacing. No additional adverse patient effects were reported.